Event description:
The reporter obtained a blood glucose result of 370 mg/dl on the accu-chek advantage meter in comparison to a blood glucose results of 150 mg/dl on the professional meter. The reporter states he obtained an additional comparison with the blood glucose results of 370 mg/dl and 180 mg/dl on the accu-chek advantage meter. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.